Event description:
The surgery was completed and the device appeared to work fine. The surgeon reports the proper tones were heard and there were no issues. After the surgery the pt had to be transfused and returned to the or where bleeding from the mesentery artery was noticed. The surgeon sutured to fix the artery. The surgeon did state that he uses the ls1500 often and this has not happened before, however, he was hesitant to directly implicate the device as the only factor in this event.